Manufacturer narrative:
The failure investigation has been completed and the alleged touchscreen issue was verified. The failure investigation has been completed and the alleged low blood glucose issue was verified in the pump logs; however, no failure was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level below 54 mg/dl. Reportedly, customer was aware of the cause but did not provide this information. No additional information was provided regarding this event.